Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 503 mg/dl at the time of the incident. Customer reported current blood glucose was 597 mg/dl. Customer reports the following symptoms related to their high blood glucose was just feels sleepy. The drive support cap appears normal (slightly indented). Customer will not return device for analysis.